Event description:
The coil would no advance out of the sheath of the pusher assembly. Coil was pulled back into the sheath and removed.

Manufacturer narrative:
Results: the pusher is kinked approximately 113.5 cm from the proximal end of the wire. The coil is exposed outside of the distal end of the sheath and shows evidence of damage including a broken stretch resistant (sr) wire. Conclusion: the complaint has been evaluated. The complaint indicates that the coil would not advance through the sheath. Upon evaluation, the coil appears to be damaged and the sr wire is broken. It is possible that the coil was damaged during handling when placing it into the sheath and into the catheter. If the coil is damaged, it will create friction between the coil and the sheath and will not advance. The coil sheath was not returned for evaluation. If the sheath was damaged it may have also caused the difficulty advancing the coil. It is likely that the coil was broken and the proximal end of the pusher assembly kinked during attempts to advance and retract the coil inside the sheath. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.